Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that his wife¿s onetouch ultra2 meter was reading inaccurately high compared to her feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a review of the call recording. The patient¿s husband reported that the alleged product issue first started at an unspecified time during the first week of (B)(6), when his wife¿s onetouch ultra2 meter began to read inaccurately high compared to her feelings and/ or normal results. Though the reporter stated that he did not become aware of the alleged product issue until later. Meter to feelings/ normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with insulin ¿ self adjuster and it was reported that, in response to the alleged product issue, the patient took various increased doses of insulin according to her sliding scale, based on the results obtained. The reporter was not able to provide any further information on the action taken. The reporter claimed that, at an unspecified time after the start of the alleged product issue, the patient began to develop the unspecific symptoms of ¿going into the lows because of taking too much insulin¿. In response to this, the patient reportedly received third-party treatment when her husband gave her ¿three glucose tablets¿ at 17:30 on (B)(6) 2019. It was reported that at this point the patient visited her doctor who admitted her to the hospital. At the time of the call, the reporter claimed that the patient was still in the hospital and receiving healthcare practitioner (hcp) treatment in order to ¿get her diabetes straightened back out¿. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received third party intervention and hcp treatment after taking increased doses of insulin due to obtaining alleged inaccurately high results with the subject meter.